Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s husband stated the patient verbally announced ¿lunch¿ after hearing the word but did not eat, which resulted in an accidental meal announcement on the ilet; the husband disconnected the ilet later that day to prevent recurrence, and the device component implicated was the user interface with a usage error characterized as an improper or incorrect procedure. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, with blood glucose remaining within range at 97 mg/dl. Investigation included communication with the user and analysis of information provided by the third party. Investigation of this case revealed no device problem and a usage problem was identified related to failure to follow instructions in interaction with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.